Event description:
On (B)(6) 2026, a patient reported a product quality issue of bent cannula which led to high bg and it was addressed by giving the patient insulin shot.

Manufacturer narrative:
Request was performed for additional information including sample return; however, sample return was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific sample return was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.